Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation for evaluation. Instead, communication with the customer indicated that streamlite cr123a batteries were being used at the time of the event. The AED plus operator's guide states "use only 10 duracell coppertop cr123 batteries, made in the USA. Do not use any batteries from other manufacturers." The customer confirmed that the replacement duracell batteries resolved the reported problem. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.